Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0100479. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed. H3 other text : see h.10.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had foreign matter. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. Email verbatim: based on the verbatim from field complaints it was not clear to our investigative team at the plant what the issue was with our syringe barrel. During our conference call on september 3rd the following was described to us. That the customer(s) is/are alleging an excessive amount of silicone in the barrel - which is having 2 effects: it is clogging venting media which inhibits/prevents air from exiting product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood; and, excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.].

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns had foreign matter. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. Email verbatim: based on the verbatim from field complaints it was not clear to our investigative team at the plant what the issue was with our syringe barrel. During our conference call on september 3rd the following was described to us. That the customer(s) is/are alleging an excessive amount of silicone in the barrel - which is having 2 effects: it is clogging venting media which inhibits/prevents air from exiting product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood; and, excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.]